Event description:
This complaint is now reportable based on the analysis completed on 08/07/2006. It was reported that during a coronary drug eluting stenting treatment procedure, the taxus express2 3.00x24 mm drug eluting stent would not cross the lesion. The lesion being treated was located in the proximal left anterior descending (lad) artery. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "satisfactory/good". However, the returned product confirmed stent damage.

Manufacturer narrative:
The root cause of the complaint incident could not be identified. Device analysis did find that the hypotube was kinked at various locations along its length. This kinking is consistent with excessive force having been applied to the device through some form of restriction. The complaint does state that the physician had difficulty in crossing the lesion. An examination of the stent found that the proximal edge of the stent had a strut lifted. This type of damage is consistent with the stent getting caught on a foreign object during withdrawal. No other issues were noted with the actual device that could cause a restriction to occur during the physicians attempts to cross the lesion. It is noted that the device failed to meet specifications in it's returned condition. No additional complaints have been received for this particular top assembly batch of devices. A review of the manufacturing record for this batch shows that the device met it's material, assembly and product specifications.